Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shuts down and insulin delivery stopped. The contact did not provide further information regarding the event. Although multiple attempts were made by tandem technical support, the customer did not reply to the requests for information.